Manufacturer narrative:
1. Returned sample analysis. 1- due to customs policy limit, overseas products cannot be sent to suzhou plant. Only returned pictures. 2- observed the returned pictures, there is residual transparent substance on the surface of the product, no other anomalies were observed. 2. Review batch record information. 1- the complaint lot#3286513 was produced in the prn automatic assembly line, the production date is 2023-11, and the m860 packaging machine was packaged in 2023-11, and the batch of products totaled 126.4k. 2- check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3- check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Retained sample analysis: performed function test on the retained sample that is leakage test, rotary the prn connector on the standard luer connector, then inject the standard water pressure, observe the each connect position whether leakage, the test result is pass, no abnormality was observed. 4. Root cause: 1- observed the returned pictures, no abnormality was observed. 2-performed the function test on the retained samples, no abnormality on the retained sample based on the above, the root cause cannot be confirmed. 5. The plant continue pay attention to this defect.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn luer slip adapter .75in leaked it was reported that bd prn adaptor luer slip 19mm short (385110) blood leaked out from the rubber joining.